Manufacturer narrative:
D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: material #: 367342. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, one patient was experienced a needlestick injury. Customer confirmed that post exposure treatment occurred, however, specifics were not reported. No additional patient impact reported. The following information was provided by the initial reporter: "customer reports that the luer adapter fell into a patient bed and when the phlebotomist retrieved it, it poked her."